Event description:
Complainant purchased from the 99 cent store 100 assorted all purpose sheer strip non-stick bandages. Upon opening the box the seal covering the individual bandages to maintain sterility was no longer intact on all of the product.